Manufacturer narrative:
The lead was received at our post market quality assurance laboratory. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported problems.

Event description:
It was reported that this right atrial (ra) lead was explanted due to an unknown product performance issue during a therapy upgrade. Additional information revealed the lead was found pulled back, which lead to high pacing thresholds. The lead was extracted and replaced with an alternate to resolve the issue.